Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). External insulation abrasion found at 7.0-8.5cm from helix, consistent with lead friction to another device. Etfe coating was abraded and the cable was fractured. Externalized conductors due to external insulation abrasion found at 9.1-11.2cm from helix, consistent with friction to friction to another device. The etfe coating intact.

Manufacturer narrative:
Correction: external insulation abrasion found at 7.0-8.5cm from helix, consistent with lead friction to another device. Etfe coating was abraded and the cable was fractured. Externalized conductors due to external insulation abrasion found at 9.1-11.2cm from helix, consistent with lead friction to another device. Etfe coating intact.